Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex distal artery. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the tip got stuck around the circumflex periphery and became detached. The detached tip was not removed and remained inside the patient's body. A stent was crimped onto the blood vessel and the procedure was completed with another of the same device. No patient complications were reported.